Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. First sw update performed however unit still did not pass pressure transducer test during pre-use check. The fse replaced the inspiratory and expiratory pressure transducer printed circuit board (pcb) and then the unit passed all funtional and safety tests and returned to clinical use. The received event and technical logs, do not include any relevant information since they are taken after the sw update. The test log confirms the failed pressure transducer test after the sw update. We did not receive any goods for further evaluation despite our request. The root cause is attributed to component failure however we were not able to find the cause for the faulty pcb with the existing information.

Event description:
Manufacturer ref.#: 225393.